Event description:
The customer reported that while in vfc (viscous fluid control) mode, the system displayed a message and the system would not inject. The doctor converted to manual injection of silicone oil to complete the case. No patient harm was reported. This was the last case of the day.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was not able to duplicate the problem. No samples were returned for evaluation. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. The complaint history was reviewed and there were no other similar complaints reported for this system. The root cause of the system message could not be determined.